Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post flow-diversion treatment within the internal carotid artery, the patient experienced ipsilateral distal vascular bleeding, with little volume. It was reported that the patient had limited physical activity and recovered nine days later and was discharged. It was further reported that the flow-diversion treatment was standard and the device was implanted successfully with adherence.

Manufacturer narrative:
The device was not returned for evaluation, as it was implanted in the patient. Based on the reported information, no device issue was reported during the procedure. The pipeline device performed as intended; as indicated by successful deployment of the device in the intended landing zone to treat an aneurysm. Intracranial hemorrhage is a known inherent risk of endovascular procedure and is documented in the pipeline instruction for use. The aneurysm was giant with moderately tortuous vessel. The cause of the this event cannot be reliably determined.

Event description:
Medtronic received additional information that the location of the vascular bleeding was reportedly the aneurysm distal small vessels. The patient was treated for aneurysms located in ophthalmic segment of the internal carotid artery. The aneurysm maximum diameter was 27 mm. Vessel virtuosity was moderate. Dapt was administered and pru levels were unknown.